Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation, a follow-up report will be filed.

Event description:
During the procedure with msp system the tip of the msp driver fractured inside the head of a screw. The fractured pieces were able to be removed from the screw head. No patient issues reported.